Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent plif surgery at th4-s levels for spondylolisthesis. Intra-op, a set screw was suspected to be cross-threaded because counter could not be connect during final tightening. The suspected set screw was replaced with new one. The product came in contact with the patient. No patient complications were reported. The surgical time was extended less than 15 min. It was reported that during final tightening, a counter torque wasn't smoothly inserted at a screw head. Breaking off was done but the surgeon suspected cross-threading and so he replaced the set screw with a new one and completed the surgery using the same counter torque.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head without issue. The implant appears to be capable of performing its intended function.